Event description:
Plaintiff alleges type I latex allergy. Plaintiff alleges suffering from "interalia", respiratory problems and anaphylaxis. Plaintiff also alleges loss of earnings and earning capacity as well as loss of enjoyment of life. Plaintiff alleges loss of consortium.